Manufacturer narrative:
Customer stated that they "felt it was a sample mix-up" and not a reagent or analyzer issue. Service was not dispatched for this event because customer is not questioning function of instrument. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the (B)(4). The customer stated that their laboratory had obtained a non-reproducible, false positive accutni result for one patient. The result was reported out of the lab. Customer was unable to provide the exact results or dates of events. Customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment connected with this event.